Event description:
It was reported the customer was hospitalized due to diabetic ketoacidosis, which occurred when switched to new insulin pump. Customer's current blood glucose was 255 mg/dl. The nurse reported the customer stated customer started using the refurbished device 24 hour prior to hospitalization. Troubleshooting was performed. The drive support cap appears to be normal. The nurse was advised to disconnect the device from the quick release. No air or leaks noted. The settings on the device were correct. Customer had check set alarms. The device passed the high pressure test. No bolus was noted on the (B)(6) because customer was using manual injections. The nurse did not have the customer's insulin and new infusion set to continue troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.